Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 5 in the patient's mouth, primary stability could not be achieved due to poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that on the day the implant was placed in ada site 5 in the patient's mouth, primary stability could not be achieved due to poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient post-operative complications. (B)(4).